Event description:
The pt had undergone an appendectomy, when the jp drain was placed, and secured by suture. When attempting the removal, the suture was cut, and tension applied to the drain. When the drain was inspected following removal, it was noted that part of the drain was gone, from the black dot to it's most distal portion. Surgeon was unable to retrieve without taking the pt back to surgery. This elderly gentleman had complication of pulmonary edema from the first surgery, and outcome from the second surgery is still unknown.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: other. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.